Event description:
The customer reported that she received a no delivery alarm on the insulin pump. Her blood glucose was 312 mg/dl. The customer was assisted in performing a 5.0 unit fixed prime and insulin did exit the tubing. Upon removal of the infusion set, there was blood at the end of the cannula. During a fixed prime, insulin exited the tubing. The insertion site may have been occluded. Following a battery change, the customer received an unexpected restart alarm. The customer's blood glucose was 409 mg/dl. The customer treated with a bolus. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.